Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: extension; product ID: 3389-28, lot#: unknown, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 748251, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a new implantable neurostimulator (ins) from a different manufacturer, and they received a new adapter in order merge the extension to a different manufacturers ins. An abnormality in the impedance was discovered in (B)(6) 2020. A procedure was performed in order to replace the extension and the adapter, but during the procedure the screw connecting the extension to the adapter would not come off. Another operation was performed in which the impedance was checked on the lead and found to be normal. The lead was connector the adapter and the value was normal. Finally the system was reconnected with the extension and the values were normal. The procedure was completed at this time.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID: 748251, serial#: (B)(6); implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: extension; product ID: 748251, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: extension. The extension that was replaced was one of the devices above, but it is not known which one was explanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The cause of the impedance issue was not determined. The physician suspected either the adaptor (different manufacturer) and connection part of ins (different manufacturer) or the adaptor (different manufacturer) and connection of the extension might be the cause. The extension was replaced on (B)(6) 2020, and re-operation was performed on (B)(6) 2020 due to screw issue. The extension was cut in parallel with loosening the fixing screw in the procedure on (B)(6) 2020.